Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a fall, the pt lost stimulation and therapeutic effect. The pt fell stepping into a boat and landed on her opposite hip. The pt adjusted stimulation with no change in stimulation. The pt planned to change the amplitude to see if that affected stimulation. The pt was redirected to her physician. Add'l info was requested.